Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges the bolus recommendation provided by the blood glucose monitor was not accurate. Customer woke up around 8.00 am on (B)(6) 2017 with a blood glucose level of approximately 25.0 mmol/l. Customer believes the blood glucose device recommended a bolus amount of 8.0 units, which she confirmed. Customer then went to work. At approximately 8.30 am customer had a blood glucose level of 24.0 mmol/l and an unknown bolus amount was delivered. Customer was feeling ill and went home from work. When home customer went to bed and then started vomiting. At this point, customer removed pump and started using pens to self-treat. At either 1.00 pm or 2.00 pm customer's partner transported her to the ER. At the hospital the customer was treated with 8 units of novorapid insulin and 20 units of lantus. At an unknown time, the patient's blood glucose level was 18 mmol/l. Caller stated that when admitted "they" (unknown who) went through data of meter and a bolus amount of 0.08 units was advised and not 8 units as customer confirmed in the morning. At the time of the report the customer was still hospitalized, customer was awaiting blood test results on (B)(6) 2017 to determine if she could be released. The blood glucose monitor was requested to be returned for product evaluation.